Manufacturer narrative:
Because the device was not returned for analysis, the data that was received was reviewed. Although the device was not returned for analysis, a device failure which increased current consumption, is suspected. However, identification of a failed component is not possible in this case.

Event description:
After 33+ months of implantation, this ICD was explanted because the device would not interrogate during a follow-up interrogation. In addition, there was no magnet response.